Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre reader had a frozen display and was not "registering low glucose events". Customer further reported she went to the hospital because of the low glucose level events and mentioned her hcp "is changing her treatment". No symptoms were reported and it is unknown what, if any, third-party treatment was provided to the customer at the hospital as she declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaints and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre reader had a frozen display and was not "registering low glucose events". Customer further reported she went to the hospital because of the low glucose level events and mentioned her hcp "is changing her treatment". No symptoms were reported and it is unknown what, if any, third-party treatment was provided to the customer at the hospital as she declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.